Event description:
In 2008, the lay user/pt contacted life scan (another country) alleging that his one touch ultra smart meter was reading inaccurately high compared to other devices. The customer svc rep (csr) was unable to reach the pt for add'l info; therefore, this complaint is being reported based on the initial call with the csr on the same day. He indicated that the inaccuracy started early in the same month, and lasted through a week later. He claimed that his readings were consistently higher than another one touch ultrasmart meter, but he was unable to provide any of the meter results. As a result of the alleged issue, the pt continued to take his novorapid insulin based on his sliding scale: he was increasing from 2 to 4 units depending on his meter reading. At an unspecified time, he became dizzy and sweaty. It is unk if his symptoms were treated. On the same day, the pt went to his doctor to have his meter checked against a hosp meter, the pt got "12.3 mmol/l" on his meter and "6.3mmol/l" on the hosp's meter, performed within less than 10 mins apart. Approx an hour later, he got "14.4mmol/l" on his meter and "7.6 mmol/l" on the hosp's meter, performed within less than 10 mins of each other. Based on statistical methodology, the calculated differences of the results exceeded the expected value of <=1.7mmol/l. During troubleshooting with the pt, the customer service rep (csr) verified that the meter was correctly set to "mmol/l" and the finger was properly cleaned; however, the pt was unable/ unwilling to confirm if the meter was properly coded and if the correct testing technique was used. The csr discovered that the test strips were not stored properly in their appropriate test strip vial, which can contribute to inaccurate meter readings. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the pt alleges he took insulin based on inaccuracy high readings on the lfs product and afterward experienced symptoms that suggested hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.